Event description:
Per the clinic, the patient underwent surgical exploration and debridement of site on (B)(6) 2013 due to reported pain. Both the primary and sleeper site were evaluated and no loss/lack of osseointegration was noted. Implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
(B)(6). This report filed january 14, 2014.